Event description:
The customer's mother stated that the customer was hospitalized several times, due to hyperglycemia. The customer's doctor reported that going through puberty may have contributed to the customer's erratic blood glucose levels. The customer's mother stated that they are currently working with the customer's doctor to adjust the settings on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.